Event description:
It was reported that the patient was dissatisfied with this inflatable penile prosthesis (ipp) as this ipp was no longer working. The reservoir of this ipp had fluid loss. The device was removed and replaced with a tactra. No patient complications were reported.